Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported a right side rupture and "feel different/feel implant." Patient provided imaging report mentioning, "multilobar bronchopneumonia with branching centrilobular nodularity", "moderate size hiatal hernia", "cholelithiasis", "hepatic steatosis", and "mild splenomegaly noted" and "mild mediastinal lymphadenopathy which is likely reactive", these events are not device related. Device remains implanted.